Event description:
While preparing an infusion in outpatient infusion pharmacy, the filter tubing extension set below disconnected during preparation at the point where the tubing attaches to the needle-free valve. There was no pressure or tension on the tubing when this occurred. Staff reports that has happened once previously on this same tubing set. Picture of separation alaris bd smartsite low sorbing extension set with 0.2micron low protein filter ref 10013902, lot: (10)23029173.